Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient stated that he experienced low blood glucose (bg) and the paramedics were called. Patient's bg was at 20mg/dl when the paramedics arrived. The paramedics treated the patient with glucagon. Patient stated that the continuous glucose monitoring (cgm) system was functioning properly and alerted when he had a low. Additionally, patient stated that he was on a new type of insulin at the time of the event. No additional event or patient information was provided.